Event description:
Healthcare professional reported, left side rupture. "Textured", and "small amount of periimplant fluid". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed, as surgical damage. Anxiety¿product/procedure: unable to observe, since it is a medical event. And is not related to the device. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Additional observations: wear abrasion is observed. Crease is observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "small amount of peri-implant fluid present". The device has been explanted.